Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the post op check the next morning after implant, the rv threshold had greatly increased. X-ray revealed lead dislodgement on both ra and rv leads. The ra lead had only lost its lead slack and was still functioning normal. The physician added slack back to the ra lead and the rv lead was repositioned into the apex of the rv. The patient¿s condition was normal and unchanged before during and after.